Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.

Event description:
On (B)(6) 2014, the reporter stated that a gluteal abscess occurred while product was in use. On an unk date, an incision and drainage was performed.